Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that drawers 4.1 and 4.2 in the main are not detected on the bus and are unrecoverable at that time. A field service engineer detached drawers 4.1 and 4.2 from the main station chassis to examine the rear of the drawer components. The engineer reset the row board cable connections to each drawer's control board. Additionally, all other connections were inspected, and all components were thoroughly checked. Subsequently, the engineer reinstalled the drawers into the main station chassis and reconnected the pixie bus cable. The station was then restarted. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es station drawers for .1 and 4.2 are failed and require maintenance. A customer has indicated that user unable to pull medication due to reported malfunction. There were no adverse events or injuries reported based on this event.